Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that they are missing two lids could not be verified due to the product not being returned for failure investigation. According to the DHR review, during the manufacturing process no issues were reported as missing lids for the lot number (2227941) reported under this complaint. A review of the ncmr¿s was performed; the result showed there was one issue reported for missing lids for the same part number throughout the last twelve months. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation. The current process controls were verified and confirmed as capable to detect missing lids. H3 other text : see h10.

Event description:
It was reported that 2 bd¿ sharps collector had no lids. The following information was provided by the initial reporter: customer is missing two lids.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that 2 bd¿ sharps collector had no lids. The following information was provided by the initial reporter: customer is missing two lids.